Manufacturer narrative:
The vessel sealer extend has been returned and evaluated by the failure analysis team. The instrument was placed and driven in an in-house system and passed the recognition, seal, cut, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the vessel sealer extend energized outside of the patient by itself. There was no tissue involved. The procedure was completed with no reported injury.